Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived. There was no adverse impact to the customer¿s blood glucose level.